Event description:
A reporter called to submit a report about the issues he is having with his blood glucose monitor, freestyle libre 2. He said the device reads 80 points off from his true blood glucose. He was trying to set it to zero which he was not able to do. When he called abbott and asked that he was trying to zero the machine, the representative from abbott, told him he can not do that. The caller said he has been having this problem for 90 days. He said he is upset that he cannot rely on this machine for his condition since the reading is 80 points off.